Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring = 35 mg/dl at night. The reporter was unable to participate in troubleshooting of the pump at the time of the original call to report this issue. Animas customer support made multiple attempts to contact the reporter to follow up on the allegation; however, the reporter did not respond. No further information is available. The reporter alleged hypoglycemia associated with an inaccurate delivery issue. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27 -aug-2018 with the following findings: during investigation, the black box begins on 2018-07-15. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.